Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and severely calcified left forearm. A 5.0mm x 100mm x 50cm athletis balloon catheter was advanced for dilation. During the procedure, on the first inflation at about 30 atmospheres for 30 seconds, the balloon ruptured. The device was successfully removed. The rupture was found to be in the shape of a pinhole. The procedure was completed using another of the same device. No complications reported, and patient status was good.

Manufacturer narrative:
D2b: pro code (product code) - lit, dqy. Device evaluated by MFR.: the device was returned for analysis and underwent a visual and tactile examination. A visual examination identified that the balloon was not folded, which indicates that the device was subjected to positive pressure. A leak test identified a balloon pinhole located approximately 20mm proximal of the distal markerband. The rated burst pressure for this device is 40 atmospheres. There were no damages found on the tip, shaft, or markerbands of the device.